Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2008 and subsequently expired on or about (B)(6), 2008 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR # 1225714-2014-04302, 04303, 04304, and 04305.